Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. A probable cause was due to the front panel led being broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. The customer complaint was confirmed. Damage to the digital number screen was observed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during an unspecified procedure using the high flow insufflation unit, the display for volume was broken and one segment was gone. There were difficulties in seeing the correct numbers on the display, which resulted in difficulties in using the device correctly. There were no reports of patient harm.